Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient had a surgery on (B)(6) 2020 for an l4-5 laminectomy. The patient had a cerebrospinal fluid (csf) leak from this surgery, not a leak from the catheter.

Manufacturer narrative:
H6: device code a050401 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine 5 mg/ml at a dose rate of 1.4386 mg/day via an implantable pump for malignant pain and cancer pain. The pump was currently administering morphine 5 mg/ml at a dose rate of 1.4386 mg/day. It was initially reported on (B)(6) 2020 that the healthcare provider stated the patient had a catheter leak and they were not going to revise the catheter now, but would tie the catheter off. The were considering if they should remove the drug from the pump. The date of the event was unknown. Additional information was received via a company representative on 2020-nov-12. It was indicated that healthcare provider discovered the patient had a surgery, believed to be likely a laminectomy on an unknown date, and after the laminectomy the catheter began only draining into one spot. This created a hematoma and so they tied off the catheter on (B)(6) 2020 and planned to revise the catheter in three weeks. The company representative was assisting with programming the pump to minimum rate on (B)(6) 2020. The patient was previously receiving morphine 5 mg/ml at 1.4386 mg/day via the pump which was programmed to a minimum rate on (B)(6) 2020. The patient's weight was unknown.